Event description:
It was reported that while analyzing recorded treated ventricular tachycardia (vt) episodes during a routine follow up, it was noted that one episode was incorrectly detected and inappropriate anti-tachycardia pacing (atp) therapy had been delivered by the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a ventricular tachycardia (vt) detection. The analyst noted that inappropriate anti-tachycardia pacing was delivered for what appeared to be a 1:1 sinus tachycardia and a slow ventricular tachycardia (vt).